Event description:
It was reported from the us that during an orthopedic surgery the drill guide snapped during drilling for screw. All pieces were removed from the patient and the patient was stable leaving the operating room. Agent was present at time of surgery. There was no delay to surgery. The agency is inactive, no further information is available about this event. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. There is no reported patient adverse event, all the pieces were removed from the patient. An investigation was conducted; the broken device reported was likely the result of applying a bending moment to the drill guide while using a drill, which led to fracture of the weld.

Manufacturer narrative:
(B)(4). Eng eval completed by (B)(4) on 12/18/2018. The fractured weld appears consistent with applying. A bending moment to the drill guide while using a drill, causing the weld between the drill guide tip and the drill guide shaft to break. All other aspects of the device appear unremarkable. Design-related issues: the design of this drill guide has been in the field since 2013. Exactech is aware of 6 similar complaint reports involving this device since 2013. The frequency of occurrence ranking scale is very low; therefore, this issue does not appear to be design related. Mfg-related issues: exactech is not aware of any other complaints involving parts from this manufacturing lot, which has been in the field since 07/09/2018. Therefore, this issue does not appear to be manufacturing related. Corrective action is not required because the occurrence rate is "very low", and the risk is captured in the rmr. The broken device reported was likely the result of applying a bending moment to the drill guide while using a drill, which led to fracture of the weld. IFU 700-096-181: instrument inspection ¿ visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. ¿ check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. ¿ if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. There is no reported patient adverse event, all the pieces were removed from the patient. An investigation was conducted; the broken device reported was likely the result of applying a bending moment to the drill guide while using a drill, which led to fracture of the weld. H